Event description:
Additional information was received. An intervention was performed on and an endurant ii 36x36x49 aortic cuff was implanted to treat the proximal type I endoleak. The cuff landed well during this case but the proximal type I endoleak persisted after implantation. The patient presented back at the ER a few days later with pain and was re-admitted. The physician believes the cause of the talent migration leading to the proximal type I endoleak was due to disease progression in the proximal seal zone. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Date of event is unknown (month and year valid). Date of explant is unknown (month and year valid).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the abdominal aortic aneurysm measures 5.7 cm in diameter. The proximal aortic neck measures 29-32mm in diameter and 51 mm in length from the lowest renal to the bifurcate flow divider. The left common iliac artery is 27 mm in diameter. The right and left femoral arteries are 10 mm in diameter. It was reported that review of a CT scan identified a proximal type I endoleak. The cause of the endoleak is unknown. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received. A secondary intervention was performed and the bifurcate and a cuff were successful explanted from the patient and a dacron graft was sewn in resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).